Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable result for 1 patient sample tested for vanc3 vancomycin (vanc3) on a cobas 8000 c 702 module. The initial vanc3 result was 0.00 ¿g/ml with a repeat result of 13.99 ¿g/ml. The sample was also tested twice on another analyzer and both vanc3 results were within 10% of 13.99 ¿g/ml, specific values not provided. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The vanc3 reagent lot was 260685 with an expiration date that was not provided. The investigation is currently ongoing.

Manufacturer narrative:
Upon further communication with the customer, it was found that the vancomycin reagent was manufactured by technopath. Roche has no responsibility for this product. There were no other reported issues with any other tests.